Manufacturer narrative:
B5 revised with additional information.

Event description:
Clinical narrative (updated): an impella cp device was inserted via the left femoral artery in a 74-year-old female patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient¿s comorbidities and clinical state prior to initiation of support were unknown. During connection of the impella, an optical sensor system error alarm appeared. Although light was visible at the white cable connection port, the optical sensor did not function. The issue was resolved only after switching to a different console. During support, a case alarm for purge system blocked occurred. Immediate troubleshooting was initiated: the nurse and physician were instructed to check for kinks in the tubing, verify purge solution concentration and decrease to 5% if above that, replace the purge cassette, monitor motor current, and consider replacing the pump if motor current increased. Echocardiography was recommended to check device position and rule out thrombus, and act was monitored. The backup purge cassette on the aic stand was used. After replacing the purge cassette, the alarm persisted and was not resolved. The patient was diagnosed with signs of hemolysis, and the physician decided to explant the pump. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by troubleshooting interventions, device alarms, and patient-specific factors during mechanical circulatory support.

Event description:
An impella cp device was inserted via the left femoral artery in a 74-year-old female patient presenting with hrpci. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. During support, a case alarm for purge system blocked occurred. Immediate troubleshooting was initiated: the nurse and physician were instructed to check for kinks in the tubing, verify purge solution concentration and decrease to 5% if above that, replace the purge cassette, monitor motor current, and consider replacing the pump if motor current increased. Echocardiography was recommended to check device position and rule out thrombus, and act was monitored. The backup purge cassette on the aic stand was used. After replacing the purge cassette, the alarm persisted and was not resolved. The patient was diagnosed with signs of hemolysis, and the physician decided to explant the pump. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by troubleshooting interventions during mechanical circulatory support.

Manufacturer narrative:
Additional information received from the clinical site: b1, b2, b5, d4, d6a, d6b, h1, and h6 updated. G1 manufacturing name and address was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
D4. Serial corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemolysis/ mechanical interaction with blood: the cause of hemolysis was unable to be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
A4 weight is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during use with an impella cp, a ¿high purge pressure/purge system blocked¿ alarm was observed. The purge cassette was replaced, after which the alarm resolved. No signs or symptoms of patient injury or patient harm were reported in association with this event.